Manufacturer narrative:
The insulin pump had a blank display due to a battery tube connector not properly plugged in. The displacement test could not be performed due to the blank display. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window. (B)(4).

Event description:
The customer's parent reported via telephone call that the insulin pump had a blank display. The battery was changed twice but the display remained blank. The blood glucose reading was 237 mg/dl. The insulin pump had not been dropped, bumped, or exposed to moisture, and showed no signs of physical damage. The battery cap contacts were not missing or damaged and the battery compartment and spring were not damaged or corroded. The parent was advised to insert a new battery and the display did not return. The parent was advised to clean the battery cap and make sure the customer was inserting the battery correctly, and the display still did not return. The parent was advised that the insulin pump would be replaced and agreed to return the product for analysis. The parent was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.